Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's remote was not connecting to his implant and was getting poor communication. The patient mentioned that it would not interrogate. A replacement was sent to the patient. Additional information was later received from the patient and it was reported that patient felt like their device was not zapping the nerves down there. Patient gradually increased stimulation and stated that they thought they would 'jack it up' because they were not feeling stimulation since the later part of last week. Patient said stimulation was at 2.7 or 2.8 and they increased it to 4.3 but still was not able to feel stimulation. Patient stated some days were better than others but that they were not getting a 50% reduction in their symptoms. Patient mentioned they changed the programmer batteries. Patient later reported that their programmer was not working and that they thought it might be the antenna causing the programmer to not work. Patient stated that they 'checked the new one and nothing'. Patient did not think the cord was working because when they had the other programmer, patient could put it up to 3 and could feel stimulation from the bladder to the machine in their body. Through clarifying questions, it was determined that patient was not experiencing poor communication but instead was not feeling stimulation. Patient mentioned they had a myelogram the week prior with an injection, but did not think that would have affected it. Patient confirmed the last time they felt stimulation was last month around the first of the year which is also when they discovered they were not getting symptom relief. Patient stated they had a crazy bladder and that when they had stimulation set between 1.8-3 they could feel pain in their penis. Patient would not feel it when they lowered stimulation. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted therapy is not working, stimulation has been turned off,and is no longer using therapy. The patient further reported that they would experience shocking when walking through sliding doors. They were transferred from product registration services and said the device is not doing what it is supposed to be doing. "When asked about trial patient said the results were not good and then said that [the patient] didn't have a trial." The patient added that they saw their healthcare provider (hcp) 2-3 months ago and was told to shut off the device which they did. The patient wants to remove the device because they don't want to turn it back on and go through the same thing. The call center then redirected the patient to contact the managing hcp to discuss further. The patient noted that they don't have the money to pay for co-pays so "ps offered to provide information regarding paf however patient declined;" the patient wants the manufacturing company to pay. No further patient complications have been reported as a result of this event.